Event description:
During a regular visit at the pacemaker clinic, thgis pt's battery showed signs of weakening/depletion. The surgeon felt this was unusual since the device is less than 5 years old. During surgery to replace the battery, he noted that the response mode was turned on plus the leadwire threshold was high, both of which would have used more battery power. A new pacemaker generator with the appropriate settings was placed. The pt was discharged later in satisfactory condition.